Manufacturer narrative:
Submit date: 04/06/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer report that this catheter was placed 12 yrs ago and the catheter has a radio opaque strip. Customer reports that at the titanium adaptor the pt noticed a leak. Customer is using a transfer set. The leak is on the radio opaque strip. This leak is 3 cm from the abdomen. Pt did not get peritonitis. Customer is reporting that when they bend the section of catheter that was cut off the radio opaque strip appears brittle and shows cracking. Customer states that the catheter was repaired and not replaced.